Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: physician used fiber on two veins. As usual he cleaned the fiber every time with a gauze. After the first vein the gold tip fell off. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a never touch fiber. A visual review of the fiber noted that the gold tip tube had detached from the fiber. Additional examination of the device by angiodynamics' manufacturing engineer noted the distal end of the gold tip was discolored due to excessive heating. The distal end of the gold tip tube was filled with what appears to be burnt biological matter. After cleaning of the tip and removal of biological matter, there did not appear to be any cracks in the quartz ferrule. The crimp marks on the fiber buffer near the distal end indicates it was properly attached. The stripped end of the fiber at the distal end was fully intact, indicating that separation occurred at the quartz ferrule/fiber core joint. The returned fiber was manufactured correctly as evidenced by proper crimp marks on the tube tip and adhesive present. The customer's reported complaint description of a tip detachment was confirmed. Although the reported complaint description is confirmed, a definitive root cause for the event cannot be determined. The most likely root cause would be due to the build up of biological material in the distal end of the fiber tip. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. The instructions for use, which is supplied to the end user with this catalog number contains the following statement: "precaution: prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint #: (B)(4).